Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-01168, 1627487-2023-00836. It was reported that the two leads of the patients scs system had migrated, and the issue was confirmed via imaging. During imaging one of the two drg leads at l2 was seen to be fractured. Surgical intervention was undertaken on 06feb2023, where all 3 leads mentioned were explanted and replaced. Therapy was restored post-op for both systems.